Event description:
Cracked or broken adapter bracket.

Manufacturer narrative:
Broken adapter bracket has been confirmed by lab results. Broken adapter bracket. Ross standard procedure includes attempting to obtain all required info from the source.